Event description:
Ever since I have had this essure device, I have suffered extremely heavy periods. I have had cramping and seem to bleed every two weeks thought it would be safer than oral birth control and now in terrified I don't know how to take it out.